Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). Smartablate generator, model # m-4900-07, s/n: (B)(4). Smartablate pump, model # m-4900-08, s/n: (B)(4). Pentray nav eco catheter, model # d-1282-08-s, lot # 17388300l. Soundstar eco catheter, model # m-5723-15. Mobicath 9fr guiding sheath, model # d140010. Baylis medical transseptal needle. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. After ablation, while mapping another tachycardia, a tamponade was observed. Pericardiocentesis was not successful. Patient was transferred to the operating room for a surgical intervention. Patient required extended hospitalization as a result of this adverse event. Adverse event was assessed to be life-threatening and critical. There were no factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. Generator was set on power control mode with temperature cut-off of 43 degrees celsius and power cut-off of 50 watts. Ablation time at the site of injury and last ablation cycle time was not reported, as the injury did not occur during ablation. There was no information regarding irrigated catheter flow. Patient received anticoagulant during the procedure with activated clotting times maintained at greater than 350 seconds. It was also reported that a non MDR reportable ic signal interference (noise) was observed on both the carto and the recording system. Physician had at least one ECG signal available to monitor the patient's heart rhythm. There is no information regarding spi values. Thermocool smarttouch bi-directional navigation catheter was not in close proximity to another catheter. Catheter was zeroed after the initial warm-up phase post-connection to the carto 3 piu. Carto 3 system did not indicate to re-zero the catheter. Errors reported included current leakage and system shutdown.